Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying the low fio2 (fraction of inspired oxygen) alarm was confirmed. Ventec replaced the inlet accumulator to resolve the reported issue. The investigation determined that the cause of the reported issue was the inlet accumulator.